Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 302772 and lot number 2110403. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three (3) syringe samples were returned for evaluation by our quality team. The syringes showed the presence of epoxy (the glue used to join the cannula and hub components) on the cannula surface. This issue occurred during the assembly process when the adhesive was added to the hub due to some temporary stoppage or malfunction in the epoxy dosage machine. A higher quantity of epoxy was added and affected the incoming cannulas. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd solomed syringe had epoxy on the needle. The following was translated from chinese to englaish: the distributor reported the discovery in the community health service center of jinshan street in xiamen, fujian province, and opened the outer package to find a sticky white solid glue on the needle.